Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-25625. It was reported the pt (B)(6) experienced pocket heating while charging. Subsequently, the pt was issued a low energy replacement charging system.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.